Event description:
Healthcare professional reported a left side capsular contracture baker grade IV and deflation. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 23/apr/2024.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV, deflation, "implant smaller than originally implanted", and "slightly deflated" for damage caused by explant surgery. Device has been explanted.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV, deflation, "implant smaller than originally implanted", and "slightly deflated" for damage caused by explant surgery. Device has been explanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ deflation and use error: no observed openings on the device. ¿ capsular contracture: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation, capsular contracture baker grade IV.

Event description:
Healthcare professional reported a left side capsular contracture baker grade IV and deflation. Device remains implanted.